Event description:
The following has been reported: customer reported: "date of issue: 04/29/26 when did incident occur? During set up injury or adverse reaction? No stopped an active infusion? No drug administered: n/a power reset performed? Yes outcome after reset: issue continued service needed in all red". A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.